Manufacturer narrative:
(B)(4).

Event description:
On an unknown date approximately four years ago, the patient's native aortic valve was replaced with a trifecta valve (details unknown). On approximately (B)(6) 2016, the patient was readmitted for aortic insufficiency suspected to have been the result of a deformed stent. The patient died the same day. No autopsy was performed.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Efforts to obtain more information were unsuccessful.